Manufacturer narrative:
(B)(4). If explanted; give date: na, to date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol), model pcb00 23.5 diopter was inserted today which when unfolded had a crack in the edge of the optic next to the haptic. The lens was left in situ. No patient injury or consequence was reported. No further information was provided.

Manufacturer narrative:
Additional information was receive and it was learnt that the patient returned to the clinic for a follow up visit. The surgeon was not able to see the defect under the slit lamp. No other concerns reported. Device evaluation: to date the intraocular lens (iol) remains implanted into the patient's eye; therefore product testing could be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.